Event description:
A surgeon reported that following successful intraocular lens (iol) implant surgery the iol rotated off axis. The intended axis was 92 degrees, but the iol appeared to be at 112 degrees. The pt's postoperative refraction and visual acuity were not what the surgeon expected. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Not enough info was provided from the account for further investigation. Attempts to obtain additional info have been made. A completed questionnaire has not been received. (B)(4).